Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer noted that many results for vitamin b12 were around 150 ¿ 200 pg/ml which was not common for her routine. The customer repeated 25 samples and the results agreed. On (B)(6) 2016, the customer calibrated the reagent, repeated two samples, and observed a difference in the results. Patient sample 1 original result was 175.4 pg/ml. The repeat result on (B)(6) 2016 was 311.8 pg/ml. Patient sample 2 original result was 184.2 pg/ml. The sample was repeated and the result was 195.8 pg/ml. On (B)(6) 2016, the repeat result was 494.6 pg/ml. It was unknown if the erroneous results were reported outside the laboratory. The repeat results were believed to be correct as they compared to the previous results for the patient. There was no adverse event. The reagent lot number was 114270. The expiration date was requested, but was not provided. The customer repeated another 23 patient samples and those results were comparable with the original results. A specific root cause could not be identified. Based on the provided data, an instrument or assay issue could be excluded. The most likely cause of the event was sample related such as foam on the sample or microclots. An issue with the use of an outdated lot calibration was another possible cause.